Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 65 mg/dl (compact plus) and 173 mg/dl (aviva). The lot number for the compact plus test drum was not provided. No adverse event reported. Return of the suspect devices were requested for evaluation.